Manufacturer narrative:
The exact date of the event is unknown. The provided event date of (B)(6) 2021 was chosen as a best estimate based on the date that the manufacturer became aware of the event. No upn and lot number were reported; therefore, lot expiration and device manufacture dates are unknown. (B)(4). One captivator snare was received for analysis. Visual inspection of the returned device revealed that the cautery pin was detached. No other problems with the device were noted. No specific problem was reported against the device therefore no assessment on the confirmation of the event can be made. Based on the analysis of the returned device the most probable cause for the encountered event is design inadequate for purpose since there were problems traced to the design/design features of the device that do not support or interfere with the intended purpose of the device. An investigation to address this issue is in progress. A review of the manufacturing documentation for this device was unable to be performed as the lot number is unknown.

Event description:
A captivator snare was returned to boston scientific on august 26, 2021. There is no further information regarding this event. This event has been deemed an MDR-reportable event based on investigation results which revealed that the cautery pin was broken. Please see investigation details.